Event description:
Bilateral patient. Litigation alleges that patient has experienced hip pain, the sensation of his implant sticking, and elevated levels chromium and cobalt. Update: (B)(6) 2011 litigation was received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - medwatch was received from the hospital indicating the revision surgery on the left side. Medwatch report states: patient with hip necrosis. Hip (l) replacement 2008. Pat with left thigh and groin pain. Hardware has been recalled. Patient had surgery (B)(6) 2012 for revision of left total hip replacement.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges that patient has experienced hip pain, the sensation of his implant sticking, and elevated levels chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.